Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient¿s revision surgery was on(B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported pain near the ins site which continued after turning the device off. The patient called the rep who instructed the patient to turn the ins off and keep it off until they could be seen. The rep advised the patient to make an appointment with their healthcare provider (hcp). The patient denies any falls or accidents and could not say anything specifically happened. The diagnostics/troubleshooting performed was the patient was seen by their hcp and x-rays were taken to determine if there is anything physically altered around the ins site. Additional information was received from a consumer. It was reported that the patient had an ins revision surgery to reposition the ins in (B)(6) 2018. The patient met with their healthcare provider in (B)(6) 2019 for post-op follow up and everything was fine. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.